Manufacturer narrative:
Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Insulin pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump beeps without message in display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.